Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a veterinary castration procedure, tissue was sticking to the jaws. Various settings of the connected generator were used but the issue continued. This caused difficulty during the procedure and increased surgery time by less than thirty minutes.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 09/22/2016. One used ls1037 ligasure device was received for evaluation, and examination of the returned sample could not confirm the reported issue of difficulty opening or tissue sticking. Visual inspection found no related defects, and the device tested to open as well as close normally using the handle. The device contained no tissue within the jaws, and activation on simulated tissue had acceptable results. However, factors were found that would contribute to the reported issue with cutting. The device did not cut simulated tissue within specifications, and further examination found the poor cut to be due to damage on the leading edge of the blade. The damage is consistent with using the blade to cut over hard objects such as clips or staples. The IFU for this product cautions users not to engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. A review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications.